Manufacturer narrative:
A specific cause for the reported multiorgan failure, infection, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The heartmate 3 lvas IFU, rev. C, lists death, infection, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient passed away due to multisystem organ failure due to fungemia. The origin of the fungemia was unknown. Additional information received communicated that the patient had a pump thrombosis of another manufacturer's left ventricular assist device (lvad) on (B)(6) 2021 leading to an exchange from the other manufacturer's lvad to a heartmate lvad on (B)(6) 2021. The patient returned to the operating room (or) on (B)(6) 2021 for exploration and chest closure. The patient had worsening renal function requiring continuous renal replacement therapy (crrt) on (B)(6) 2021. Patient with right ventricular (rv) dysfunction post-procedure required dobutamine. On (B)(6) 2021 the patient had positive blood cultures that did not clear no matter the treatment. Cultures positive for candida auris. On (B)(6) 2021 the patient required bronchoscopy and tracheostomy and required ongoing vent support. The patient continued to decline and ultimately decided to be comfort measures only and the lvad, ventilator and all therapies were discontinued. The device was operating as expected until therapy was discontinued.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.